Event description:
It was reported to boston scientific corporation that an obtryx ll system - halo device was implanted into the patient during a posterior vaginal repair + perineorrhaphy transvaginal tape + laparoscopic right oophorectomy procedure performed on (B)(6) 2017 for the treatment of symptomatic pop with failed pessary, stress incontinence and persistent 5cm right ovarian cyst. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, the implant date, as no event date was reported. This event was reported by the patient's legal representation. The device was implanted at (B)(6) hospital by dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.